Event description:
It was reported that this pacemaker system exhibited loss of capture (loc) on the right ventricular (rv) lead channel, which caused the patient to experience respiratory failure as well as other symptoms. Technical services (ts) was consulted and no episodes correlating with the event were noted. Increasing the pacing threshold was recommended. No additional adverse patient effects were reported. This system remains in service.

Event description:
It was reported that this pacemaker system exhibited loss of capture (loc) on the right ventricular (rv) lead channel, which caused the patient to experience respiratory failure as well as other symptoms. Technical services (ts) was consulted and no episodes correlating with the event were noted. Increasing the pacing threshold was recommended. No additional adverse patient effects were reported. This system remains in service. Additional information was received indicating that the patient also experienced asystole from the loss of capture (loc). No additional adverse patient effects were reported.